Event description:
It was reported that the outer box was opened, and it was noted that the taperloc stem had pierced through the inner box. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Damage was confirmed on the sterile packaging (blister and pouch). The sterility had been compromised. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.